Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg and that the stimulation was causing surging sensation. Device malfunction was suspected. The patient underwent a revision procedure wherein the ipg and all leads were replaced. The patient was reportedly doing well postoperatively.